Manufacturer narrative:
During review it was noticed the that item code was originally inadvertently reported incorrectly. The following sections have been updated to reflect the accurate information: section d1: brand name. Section d4: model number, catalog number and UDI number.

Manufacturer narrative:
The device history record (DHR) for the lot found no issues in visual and physical samples inspected. There were one hundred and sixty-five samples returned with this complaint. The samples were tested for leakage. All of the samples passed the leakage test. The reported condition is not confirmed. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. The investigation did not identify a systemic issue with the product or process. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states: there is a sporadic occurrence of 'bubble' issues wherein, air seeps into the syringe when drawing back as if there is no tight seal between the needle hub and syringe. This poses no safety hazard but it causes the need for the patient to be stuck a second time.